Event description:
The exam results were stuck in the ultrasound machine and did not transfer to the picture archiving and communication system (pacs). Per reporter, a formal call was placed to the manufacturer. A technician was on site to troubleshoot. Findings pending.